Event description:
A hospital technician discovered this device while inspecting it. It was not an incident just prior to use. The tf10 occurred suddenly when the tubing was connected and the device was being inspected for operation. He offered that there was no leakage in the cuff.(unfortunately, there is no video, etc. Of that time, but it was logged.) We then had it sent to tsurugashima to check if it could be reproduced. Tf16 occurred instead of tf10. I turned off the power once, started up the device again, and checked it again, and a few days later, tf16 occurred.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was being prepared for treatment. The root cause of the problem was a defective u8 pic controller. As a result, the unit was replaced. There was no patient or user harm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was being prepared for treatment. The root cause of the problem was a defective u8 pic controller. As a result, the unit was replaced. There was no patient or user harm. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
A hospital technician discovered this device while inspecting it. It was not an incident just prior to use. The tf10 occurred suddenly when the tubing was connected and the device was being inspected for operation. He offered that there was no leakage in the cuff.(unfortunately, there is no video, etc. Of that time, but it was logged.) We then had it sent to tsurugashima to check if it could be reproduced. Tf16 occurred instead of tf10. I turned off the power once, started up the device again, and checked it again, and a few days later, tf16 occurred.